Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Six days prior to the peritonitis event, the patient was hospitalized for an unspecified indication and while hospitalized the patient developed peritonitis. The same day as diagnosis, the patient was treated with injection of vancomycin 1gm, (route and frequency not reported) and injection of fortum 1gm, route and frequency not reported). At the time of this report the patient outcome was not reported and treatment remained ongoing. Pd therapy was ongoing. No additional information is available.